Event description:
Pt presented to ed with signs of baclofen withdrawal. Pump removed. No obvious signs of pump malfunction, but pt's mother has expressed concerns that withdrawal was related to pump malfunction.